Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) ) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test and a therapy electrode recognition test. The cause for the failure was isolated to two open rear therapy electrode pulse wires in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wires could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.